Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper separation occurred before use with a syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, "customer reported that the plunger didn't advance after drawing. Some stoppers were detached and others were tilted. When the end customer (patient or patient's family) drew the medical solution and tried injecting to the patient, the stopper (plunger) cannot be moved. The similar event occurred in about three bags of syringes. Three syringes were returned to our customers (healthcare workers). According to the customer's observation, some stopper were detached and others were deformed."